Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 554 mg/dl, due to incorrect time being set. High bg was addressed via manual dose injection. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.